Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap region was not burnt and melted. The fiber cap remained intact, attached and drilled through. The shrink tube and fiber jacket were not melted and burnt. The bevel section melted and exhibited burnt glue. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. This may cause forward firing. The joules verified on the fiber card were 20,900 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that there was significantly diminished fiber vaporization efficiency at 20,909 joules. No pt injury was reported.